Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported they were not able to interrogate the patient's device. It was noted the patient was scheduled for an MRI and the MRI facility requested the implantable neurostimulator (ins) be turned off. The hcp stated she was informed the device would last 10 years and the device was implanted in (B)(6) of 2012. It was reviewed with the hcp that if the patient could not feel stimulation, the patient programmer was unable to communicate and the clinician programmer cannot interrogate with the ins the device had most likely reached end of service (eos). There were no symptoms reported. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.